Manufacturer narrative:
The device was not returned to resmed for evaluation. A resmed product support specialist went through the troubleshooting steps with the customer and determined that the battery is defective. Resmed has attempted to make contact with the customer to issue a return of the device for further evaluation, however, no contact has been made. (B)(4).

Event description:
It was reported to resmed that while an astral device was being evaluated before patient use, it failed to charge its internal battery. There was no patient injury reported as a result of this incident.